Event description:
It was reported that the patient presented to the hospital for a scheduled device change out procedure. During the procedure, the physician had difficulty removing and loosening the setscrew to remove the atrial lead out of the header. The setscrew was stripped during the process and the device was explanted and replaced. The patient was in stable condition before and post surgery.